Event description:
Ge sent a notice related to the ge logicbook cart that indicated that the unit was not grounded and that it would be handled by ge. Several calls to ge have been made and they seem to have no idea of the problem and therefore cannot help. Here is the letter they sent to us. We have been checking the stands every month. The letter was sent by manager of regulatory affairs clinical systems. We have had no response to calls made to this number or this person.